Event description:
The customer complained that a patient fell out of one of the total care research beds while reaching for the night stand. It is alleged that the bed may have contributed to the fall, due to the left intermediate siderail being down at the recommendation of the joint commission on accreditation of healthcare organizations.

Manufacturer narrative:
The investigation determined that the patient fell out of the bed as a contributing result of the left intermediate siderail being down at the recommendation of the joint commission on accreditation of healthcare organizations. The patient was moved to a standard bed, because their required time on the research bed had completed, resolving the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.